Event description:
It was reported that the "oxygen splitter" device failed to switch to appropriate outlet for nasal oxygen. Switch mechanism caught halfway between outlets. Pt was not receiving oxygen as ordered. Device as described by rptr.